Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing abnormally. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. The replacement procedure is going to be performed on (B)(6) 2022. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing abnormally. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. The replacement procedure is going to be performed on may. 2022. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing abnormally. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. The replacement procedure is going to be performed on (B)(6). 2022. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. Please note: additional information was received indicating that the explant date is (B)(6)2022, and not (B)(6)2022 as previously reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. ----------------- please note: additional information was received indicating that the explant date is (B)(6) as previously reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing abnormally. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. The replacement procedure is going to be performed on (B)(6) 2022. No adverse patient effects were reported. Additional information was received indicating that the replacement procedure was scheduled. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The product was received for analysis.